Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device closed on tissue and would not open. The surgeon was able to manipulate the device off the tissue. It was then noticed that the renal vein was torn. There was some bleeding but it was stopped and the pt is ok.